Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving draining slowly warning messages during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving draining slowly warning messages during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The sample was received for investigation without the original package. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. The damage could have the following causes: pump door is sharp per closes unexpectedly during set up; stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump; finishing problem due to a sharp point created or cassette damaged mechanically; shipping or transportation damages the product. A device history records (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported event was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving draining slowly warning messages during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d9, h3, h6 device component code.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving draining slowly warning messages during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.